Event description:
A customer reported to the manufacturer that a bipap synchrony s/t avaps bi-level therapy device shut down while in use on a (B)(6) child. The complainant reported that the child required manual ventilation until an alternate device was available. No further medical intervention was required, and there was no permanent patient harm or injury. At the time of the event, the bipap device was being operated with a dc power cord that was plugged into a vehicle's cigarette lighter while the vehicle was in motion. Quality assurance followed up with the customer who reported that the child only uses the device while sleeping for the treatment of congenital central hypoventilation syndrome and was not harmed by the event.

Manufacturer narrative:
Although the complaint that the device shutdown and would not operate on dc power was originally reported to the manufacturer in (B)(6) 2009, the manufacturer was not made aware of the potentially harmful event until 12/22/2009. A letter was received by the manufacturer on 12/22/2009 in which the durable medical equipment supplier (dme), who provided the bipap synchrony to the patient, reported that intervention (manual ventilation of the patient) was required at the time of the event. The bipap synchrony was returned to the manufacturer for evaluation on (B)(4) 2009 in association with the original report. The dc power cord in use at the time of the event was not returned to the manufacturer for evaluation. The device was tested in accordance with the bipap synchrony service manual (part number 1003512, section 7, testing). The evaluating technician confirmed that the device functioned appropriately when being powered by a dc battery pack. The device passed all testing and was returned to the customer. Upon review of the available data, the manufacturer concludes the device was being used in the following off-label manners: providing therapy to a pediatric patient weighing less than 30 kg; the device was being used on a patient who was unable to maintain ventilation for some period of time; the device was being used with a dc power cord in a vehicle with the engine running. Regarding the use of the device on a pediatric patient who was unable to maintain spontaneous breathing, the bipap synchrony s/t avaps user manual and provider manual indicate "the synchrony is intended to provide non-invasive ventilation in adult patients (>30kg) for the treatment of respiratory insufficiency (a condition in which the patient can maintain ventilation without mechanical support for some period of time) or obstructive sleep apnea." Regarding the use of the device in a moving vehicle, the bipap synchrony s/t avaps user manual (part number 1003121) and the provider manual part number 1010709) both state "the synchrony can operate on ac or dc power. The dc power option is not intended as battery backup. When dc power is obtained from a vehicle battery, the synchrony should not be used while the engine of the vehicle is running." Based on these findings, the manufacturer has determined that the device was being used in an off-label manner. The manufacturer further asserts that product labeling is clear and adequate in describing the patient population and intended use of the device and its use with dc power and, therefore, concludes that no further action is appropriate. The manufacturer provided a letter to the dme and enclosed labeling from the user and provider manuals to ensure that the dme was made aware of the intended use of the device.